Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No excessive no delivery error alarm noted. However, the insulin pump was received with cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarm no delivery and motor error. Customer's blood glucose was unknown mg/dl. The customer pump was not exposed to magnetic field and no motor position encoder error alarm in history. The customer stated once he removed reservoir from the insulin pump and tried to deliver insulin with no reservoir inserted, no delivery alarm occurred again. The customer agreed to replaced pump for safety reason.